Event description:
The customer alleged that during resuscitation of a patient, blood analysis was not possible due to continuous, uninterruptible calibrations of their rp500e. Testing was performed on a backup instrument resulting in a delay in results and the customer instead treated the patient blindly. The customer stated that the patient passed but has not stated if they believe the instrument caused or contributed to the death.

Manufacturer narrative:
Per the instrument manual, the system automatically calibrates every 30 minutes. A calibration may be interrupted by an operator to analyze a priority sample. Based on the instrument log review, automatic system calibrations are performing as scheduled. There is no instrument malfunction. Operator education has been recommended.